Manufacturer narrative:
Additional information: based on the received information from the field, the issue seems to be related to a coupling issue, not originated by a technical failure. However, the available information does not allow to determine an exact root cause. The concerned device was explanted but has not been received for investigation.

Event description:
The user reported reduced hearing ability with the device and intermittent functioning. The user can hear for only a few minutes after switching on the processor, followed by no sound perception.

Event description:
The user reported reduced hearing ability with the device and intermittent functioning. The user can hear for only a few minutes after switching on the processor, followed by no sound perception.

Manufacturer narrative:
Additional information: based on the received information from the field, the issue seems to be related to coupling issues, not originated by a technical failure. However, the available information does not allow to determine an exact root cause. No information on further possible steps is available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported reduced hearing ability with the device and intermittent functioning. The user can hear for only a few minutes after switching on the processor, following no sound perception.